Event description:
It was reported that this device was found to be depleting faster than expected. The patient had been seen two months ago and the longevity remaining was about six and one half years. At the most recent follow-up, however, the longevity remaining decreased to about three years. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.

Event description:
It was reported that this device was found to be depleting faster than expected. The patient had been seen two months ago and the longevity remaining was about six and one half years. At the most recent follow-up, however, the longevity remaining decreased to about three years. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.